Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd syringe was unable to difficult to aspirate insulin with, and experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. Customer reported being unable to fill the syringe with insulin when pulling back on the plunger. Instructed customer to change the syringe only, and then the customer was able to successfully fill the syringe with insulin and load a cartridge onto the pump.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe was unable to difficult to aspirate insulin with, and experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Customer reported being unable to fill the syringe with insulin when pulling back on the plunger. Instructed customer to change the syringe only, and then the customer was able to successfully fill the syringe with insulin and load a cartridge onto the pump.